Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and received a pain block injection. The patient needs to turn off the spinal cord stimulator due to it was causing more pain following an injection.